Event description:
As reported, on two occasions, while inserting a valved PICC device, the floppy tip of the 40cm guidewire unraveled and was difficult to remove from the pt. The wires were removed by physicians under fluoroscopy in the ir suite. There was no serious injury to the pts. The used guidewires have been returned for evaluation.

Manufacturer narrative:
The device history records for indicated packaging and component lots was reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The guidewire is a purchased component for naviylst medical. A scar has been sent to lake region medical, the guidewire manufacturer along with the returned device for evaluation. Upon receipt of the completed scar and the conclusion of the investigation, a follow-up medwatch will be submitted. (B)(4).